Manufacturer narrative:
(B)(4). Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll 6gal red 1103 non-vent cap had a broken lid. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 305457 batch no: 9167919. It was reported that they got 4 sharp containers with broken lids.

Event description:
It was reported that sharps coll 6gal red 1103 non-vent cap had a broken lid. This occurred on 4 occasions. The following information was provided by the initial reporter: material no: 305457 batch no: 9167919. It was reported that they got 4 sharp containers with broken lids.

Manufacturer narrative:
Investigation summary no photos or sample representation was provided for the complaint. A DHR review was performed and showed there were no issues reported like broken lids during the manufacturing process of the lot number 9167919. A review of non-conforming material report (ncmr) was performed for this part for the past 12 months and no issues were reported for lid broken for the same part number. According with this investigation there is not enough information provided from customer like a picture of the original packaging to rule out that this product could be damaged by incorrect handling, transportation or because a not suitable packaging was used (product repackaged within the distributor). It was concluded that due to the lack of information is not possible to determine this issue as failure mode related to the manufacturing process. Root cause is unknown due to lack of information. H3 other text : see h10.